Event description:
A report was received from a hospital occupational medical office that the two endoscopy healthcare workers (hcws) experienced adverse reactions for about one hour while working with cidex opa. They were removed from the immediate area containing cidex opa and were sent to get fresh air. The transitory reactions resolved when the hcws were removed from the proximity of cidex opa. The hcws were sent to the occupational medical office, but no information was provided if any medical attention or treatment was given. This is the report for the first hcw who experienced headache, burning of eyes, nasal passages burning, flushed, vomit once, dizziness and coughing. It was reported that the hcw wore a face shield, mask, gown and gloves.

Manufacturer narrative:
(B)(4). Reference: 2084725-2009-00718.

Manufacturer narrative:
Asp investigation summary: the investigation included trending by problem code, system hazard and user misuse analysis, failure mode and effects analysis and health hazard evaluation. The lot number was not provided, therefore, a batch review could not be preformed. The dpmo (defects per million opportunities) chart for hru-respiratory reaction, hr-eye burning and hr-headache for the cidex opa product line ((B)(4) 2009 through (B)(4) 2010) was retrieved. The overall trend has been below the upper control limit. The cidex opa solution shuma (system hazard and user misuse analysis) was reviewed for risks associated with inadequate ventilation and it was determined that the risk has been assessed a category 1; broadly acceptable risk, therefore, no further action is required at this time. An assessment of the cidex opa solution fmea (failure mode and effects analysis) revealed the rpn (risk priority number) for similar issues is below the threshold of 100, indicating that the associated risk is minimal. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk index was 3, which indicates the associated risk is none/negligible. Due to the low health/risk index, no further action is required. The cidex opa solution instructions for use (IFU) states that exposure to ortho-phthalaldehyde may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. In the majority of these instances health care workers were not using the product in a well-ventilated room or not wearing proper personal protective equipment. In case of adverse reactions from inhalation of vapor, it is recommended that the individual move to fresh air. The IFU (instructions for use) and material safety data sheet (msds) also state that cidex opa solution should be used in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. In this case, the customer was unable to confirm if the room was well ventilated. The transitory reactions resolved when the hcw was removed from the proximity of cidex opa and into fresh air. The assignable cause code is inadequate ventilation. No product was returned for evaluation.